Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. The balloon was inflated eight times and ruptured at 10atm within 50 seconds. The device was simply removed from the patient's body.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the arteriovenous fistula. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. The balloon was inflated eight times and ruptured at 10atm within 50 seconds. The device was simply removed from the patient's body.